Event description:
The surgeon implanted a cc4204bf collamer plate lens but it tore while being inserted. The lens was removed and it was unknown if the incision was enlarged or if there was any patient injury. The contact stated it was unknown as to why the lens tore. An msi-pf injector and an sfc-25 fp cartridge were used but the contact was unable to recall the lot numbers.

Manufacturer narrative:
Work order search: a work order search was performed and no similar complaints were found within the work order.